Manufacturer narrative:
The mechanical thrombectomy device was not returned for analysis. Attempts have been made to obtain specific information, however, our attempts have been unsuccessful. The exact cause of the hemorrhages, vessel injuries, or dislocation of the thrombus cannot be reliably determined; however, the most likely cause for the complaint is patients condition and a procedure related event. Hemorrhages, vessel wall injuries and thrombus dislocation are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU).

Event description:
Citation: ¿impact of anesthesia on the outcome of acute ischemic stroke after endovascular treatment with the solitaire stent retriever¿, a. Slezak, r. Kurmann, l. Oppliger, a. Broeg-morvay, j. Gralla, g. Schroth, h.p. Mattle, m. Arnold, u. Fischer, s. Jung, r. Greif, f. Neff, p. Mordasini, and m.-l. Mono. Medtronic received the following reports: 401 consecutive patients suffering acute ischemic stroke with large-vessel occlusion in the anterior circulation who were treated endovascularly with the mechanical thrombectomy stent retriever either directly or after intravenous thrombolysis with rtpa. Peri- and postprocedural complications of endovascular treatment with the stent retriever in anterior circulation stroke: 59 cases of symptomatic intracerebral hemorrhage. 45 cases of thrombus dislocation. 7 cases of perforation of intracranial vessels.